Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 23-apr-2014 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the door 2 kept failing. A field service engineer re-crimped and greased the latch on door 2 and verified proper operation by successfully testing it in the hardware test application (hta). The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower, tower door 2 repeatedly failed. The system indicated that the door was locked when it was not closed, and it also failed by indicating that the door was not opening when it was. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.